Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 399 - approximately 400 mg/dl and a bolus was requested to address bg. Customer alleged pump was not delivering insulin properly and insulin gauge was inaccurate as the displayed value did not change after insulin was delivered. Customer reverted to using manual insulin injections for insulin therapy.